Event description:
It was reported that the pump failed downstream occlusion. No patient injury reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information received via email on 05-july-2022: there was no patient involvement during this malfunction.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found tamper seal missing. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The downstream occlusion senor was within specification. No fault was found. No corrective actions were taken. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 04-aug-2021 for doesn't power off. The downstream occlusion seal was replaced and if done incorrectly can impact the function of the downstream occlusion sensor, but there was no evidence of any issues found with the previous repair., corrected data: correction: d4: model number: 2120.